Event description:
The suction catheter tip reportedly was cut at a sharp angle which caused tracheal irritation and bleeding. The catheter was used by a lay person who is at home and self suctions. He had awoken in the middle of the night requiring suctioning to clear his trachea. He did not notice the angle of the catheter tip before suctioning. Use of the product resulted in bleeding. He switched to a different suction catheter and continued to suction blood (amount could not be quantified) followed by clots for approx 1-2 days. The site has subsequently healed.

Manufacturer narrative:
The consumer declined to send the used product for investigation. He did send digital photos for review which confirmed the report. This is an isolated incident based on history for this product. Corrective action has been implemented and will be monitored. The normal mfg process includes 100% visual inspection by production personnel that are packaging the final product into the finished goods corrugate.